Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges body swelling, loss of feeling in legs and other thermal issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges body swelling and loss of feeling in legs. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed potential black hairs/fibers on top enclosure near the accessory module port, unknown black dust-like contamination found on top enclosure by sd port and around the iso (international organization for standardization) port, potential fluid or water spots contaminating inside the iso (international organization for standardization) port, bottom of blower motor, inside the blower motor and inside the blower box indicating potential fluid or water ingress. Light dust-like contamination found inside the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer also observed dust/dirt contamination and in the device and are consistent with being from an external source.